Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the patient experienced a staple line leak resulting in a preventive stoma creation. The sureform 45 stapler instrument was being used to separate the rectum when a message stating "select reload color" was displayed. A color different than the actual reload accessory used, was selected, and fired using a sureform 45 stapler instrument. The selected color was green, but the reload being used was blue. The stapler was able to fire, and the staples appeared properly formed. A staple line leak occurred, and creation of a preventative stoma was performed. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 stapler instrument or a reload accessory that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review show that the sureform 45 stapler instrument (lot number: k13240208-0409), was installed on the system 3 times and fired 3 reloads (1 green, followed by 2 blue). The system failed to detect the reload color on each install, and the user manually selected the green and blue reloads, respectively. On install 1, the first two clamps were aborted by the user. The third clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. Images provided show the screen during intraoperative use with a message indicating that a reload ¿color was not detected¿ for the sureform 45 stapler instrument, and then the screen shows a selected reload color different than the actual reload accessory used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site's director of colorectal surgery:despite the actual use of a blue sureform 45 reload, a green sureform 45 reload was selected and the sureform 45 stapler instrument was fired. The firing was completed without complications. According to the surgeon, the system correctly detected the blue sureform 45 reload; however, a communication error between the surgeon and the nurse led to the incorrect selection of a green sureform 45 reload on the selection screen. After the stapler reload was fired, an intraoperative leak was observed at the intersection of the staple line where the incorrectly selected reload color was fired and the staple line that was created with a third-party circular stapler instrument. There was no bleeding. The staples from the blue sureform 45 reload appeared to be properly formed in the b-shape. No error messages were noted during the event. The surgeon also did not fire over any existing staples lines and did not encounter any obstructions such as clips, staples, or other hard material between the jaws of the stapler instrument during the firing process. To resolve the complication, the surgeon fired another sureform 45 reload and sutured the staple line leak area. The procedure was completed robotically, but a preventative stoma was added. There were no post-operative complications reported.